Event description:
Per customer complaint form: inbound. One of prefilled remodulin cassettes alarmed, no disposable, on first pump. Then, when connected to a backup pump in stop mode, the pump started steady beeping. Patient is on tadalafil and remodulin. No further details provided.